Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw-vent implant was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was excess of bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device and event. Pre-existing conditions noted were bruxism and moderate bone density-type ii. The reported device had been placed on tooth 33 (fdi) for approximately 1 year. Device history record (DHR) review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number for similar events (complaint category keywords: implant fracture & peri-implantitis) and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did occur and the reported event (implant fracture) was confirmed. However, the other reported event (peri-implantitis) could not be verified as the exact details of event and patient anatomical conditions were nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
The doctor reported that the implant located in dental position number 33 failed due to peri-implantitis. The doctor also reported a fracture of the head of the implant. No other implant has been placed.